Event description:
It was reported that the user experienced sustained hyperglycemia with a fingerstick glucose of 590 mg/dl after running low on insulin and delaying an infusion set and supply change, then replacing with an inset set; the cannula removed appeared straight and normal, and the user had not eaten due to feeling ill. Symptoms included no reported clinical manifestations. Outcomes included continued device use after troubleshooting without need for alternative therapy or hospitalization. Investigation included remote troubleshooting and education to complete a full supply change and resume therapy. Investigation of this case revealed that insulin delivery was interrupted due to depletion of insulin supplies prior to the supply change, with no evidence of mechanical set failure on removal. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin availability leading to hyperglycemia.

Manufacturer narrative:
Initial.